Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report from europe that a lens cup exploded and tore the lenses. No patient injury occurred. Manufacturer has requested to have lens cup returned for evaluation purposes.